Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that prevented fluid from flowing through the complete fluid path. The exact cause and timing of the soft cannula damage could not be conclusively determined and so it could not be determined if this damage contributed to the reported event. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or deficiencies that would prevent the delivery of insulin were observed. . Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient's blood glucose level rose to greater than 200 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for elevated blood glucose levels. It was reported that the patient's blood glucose level reached approximately 200 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a